Event description:
Reportedly, a pt required a revision surgery several months post-op following a stapes replacement with a smart piston. According to the surgeon the memory wire crook would not crimp when heated with a laser, and therefore the wire was manually crimped. According to the surgeon the pt did not have good hearing results following the surgery so the revision surgery was scheduled. The pt was revised in 2008 with a new smart piston with no problems noted and good post-op results.

Manufacturer narrative:
The returned implant meets print specs. The memory wire crimps when heat is applied using the gyrus ent portable heating device. Tried three times and each time the wire closed when the proper amount of heat was applied.